Event description:
It was reported that the unit needed to be replaced. Both cables needed to be moved around for the footswitch to operate. There was no pt involvement since the units were checked before use. Both cables were "black".

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.